Manufacturer narrative:
(B)(4). Event description continued: then the 5f non-abbott guiding catheter with the xience xpedition sds and the non-abbott guide wire was able to be retracted from the anatomy as a single unit. The implanted xience xpedition stent was post-dilated with a non-abbott balloon. No adverse patient sequela was reported. No additional information was provided. Concomitant products: guide cath: 5f launcher sal 1.5; other: filtrap coronary embolic protection device. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with mild tortuosity, moderate calcification and 90% stenosis. After a non-abbott guide wire crossed the lesion, pre-dilatation was performed with a 3.0 x 15 mm non-abbott balloon catheter and intra-vascular ultrasound (ivus) was performed. The non-abbott guide wire was then exchanged for a non-abbott coronary embolic protection device. The xience xpedition stent was deployed at 12 atmospheres (atm) for 30 seconds. Then the stent delivery system (sds) was retracted, but resistance was encountered and it was assumed that the sds balloon was caught with the deployed stent. Therefore the sds balloon was inflated and deflated three times at 4-6 atm; however the device still could not be retracted. Then an attempt was made to remove all devices as a unit; however the distal part of the non-abbott coronary embolic protection device was caught with the struts of the deployed xpedition stent. Thus, the 5f non-abbott guiding catheter was pulled proximally and was left in the aorta with the xience xpedition sds and the coronary embolic protection device inside it and a 6f non-abbott guiding catheter was advanced into the anatomy. A non-abbott guide wire was advanced into the 6f guiding catheter and a non-abbott balloon catheter was advanced over the guide wire. The distal part of the implanted xience xpedition stent was dilated with the non-abbott balloon catheter and the distal end of the non-abbott coronary embolic protection device, which had been stuck with the implanted stent, was released.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment from the guiding catheter was confirmed. The non-abbott guide wire being caught on the deployed stent implant could not be confirmed in a testing environment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.